Event description:
It was reported by a customer that on (B)(6) 2011 there was diminished fiber vaporization at 377,656 joules. Additional information reported by the customer was during set-up the aim test was performed and the beam was visible. There were no error codes displayed on the console when this event occurred. The user did not experience any injury from use of the system. The patient did not experience any harm from the incident. The patient did not require any treatment due to the incident. The current status of the patient is okay.